Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code and conclusion code updated device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was damaged at its distal end. The struts on the most distal rows were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 2.25mm promus premier stent was advanced but was unable to cross the lesion. The device was removed from the patient's body and it was noted that the distal edge of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 2.25mm promus premier&#10259;tent was advanced but was unable to cross the lesion. The device was removed from the patient's body and it was noted that the distal edge of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.